Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial;dry. Visual inspection found haptic broken. Dimensional width verification inspection found the lens to be within specifications. Functional verification was performed and lens was found not to be within specifications. H6 -type of investigation- analysis of production records (B)(4): device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Additional information b1- adverse event b2- requires intervention to prevent permanent impairment/damage b5- the reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens of -15.50 diopter into the patient left eye on an unknown date. Refractive surprise was noticed. The lens was exchanged on an unknown date for a same model and size but different diopter lens. This exchange resolved the problem. The cause of this event is reported as wrong calculation in ocos by surgeon. D4- model#: vicmo 13.2. Serial #: (B)(6),. Expiration date: 30-apr-2023 h1- serious injury h6-impact code 4629: lens was exchanged. H6-method code 4110: lens work order search: no additional similar complaint type event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
B5-the reporter indicate that the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens of -15.50 diopter into the patient left eye on (B)(6) 2020. Refractive surprise was noticed. The lens was exchanged on (B)(6) 2020 for a same model and size but different diopter lens. This exchange resolved the problem. The cause of this event is reported as wrong calculation in ocos by surgeon d6a:10-aug-2020. D6b: 31-aug-2020. Claim# (B)(4).

Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). This product is not marketed in the us. (B)(4).

Event description:
Reporter indicated surgeon implanted a implantable collamer lens into patient's eye. Refractive surprise was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.